Manufacturer narrative:
The investigation into the reported event is in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that the tip of their swivel direct flow ultrasonic insert detached in the patient's mouth during a dental procedures. It was reported that the patient was sent to receive a chest x-ray. The chest x-ray confirmed that no piece of the insert was present. The procedure was completed successfully, and no injury was reported.

Manufacturer narrative:
The devices subject of the event were returned to hu-friedy for evaluation, and it was confirmed that the tips of the inserts were broken. Evaluation results determined that the tip breakage may be attributed to the instrument being dropped prior to the patient procedure or misuse by user facility personnel. The reprocessing of hu-friedy dental hand instruments and accessories states (section 3.2), "inspect all instruments after the cleaning and rinsing step for corrosion, damaged surfaces, and impurities. Do not further use damaged instruments". The device history record (DHR) for the subject lots were reviewed and no abnormalities were noted. No additional issues noted.

Event description:
The user facility reported that the tip of their swivel direct flow ultrasonic insert detached in the patient's mouth during three different dental procedures. It was reported during one procedure that the patient was sent to receive a chest x-ray. The chest x-ray confirmed that no piece of the insert was present. The procedures were completed successfully, and no injuries were reported.